Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. If explanted, give date: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient implant card was received with indication that the suspect intraocular lens (iol) was "implanted and removed/ wasted". No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, reporting decision updated to not reportable because per information received there was no serious injury and no allegation on product. As the only information noted "implanted /removed, wasted", it was determined that event was not about explant in a secondary surgical procedure, rather about lens being implanted then removed during the same procedure, then lens was wasted. Thereby, making event not reportable. Therefore, there will no longer be any further reporting under MFR report number 3012236936-2022-00429. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.